Event description:
On (B)(6) 2009, the pt underwent treatment of a thoracic aortic aneurysm with two gore tag thoracic endoprostheses. It was reported that on an unk date, the pt had previously undergone replacement of the abdominal aorta with a y graft. During the procedure, access was obtained through a conduit anastomized to the terminal aorta with the y graft. The pt tolerated the procedure with no adverse event. On (B)(6) 2009, the pt developed paraplegia. It was reported that naloxone was administered for the spinal cord ischemia, but the paraplegia did not resolve. On (B)(6) 2009, the pt was discharged from the hosp still experiencing paraplegia. No further adverse events were reported.

Manufacturer narrative:
Additional device implanted and involved in this event: tg4015/06327542. The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the paralysis could not be determined with the provided info.